Event description:
It was reported that the patient was implanted with a spinal cord stimulator. The device gave them great results, reduced their pain, and allowed them to get out of their wheelchair. However, the patient experienced a severe allergic reaction and consequent infection and had to have their device removed. The patient was in constant pain and back in their wheelchair at the time of the report. The patient wanted to know if an implant could be made out of 14 karat gold. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).